Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 02/09/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. Patient stated some values were greater than 140 points off. At the time of contact, no injury or medical intervention was reported.